Manufacturer narrative:
Patient identifier: (B)(4).

Event description:
Respond edge study. It was reported that right bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and the native aortic annulus was treated with implantation of a 23 mm lotus edge valve. Repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure event summary: two days post index procedure, the patient developed right bundle branch block. No additional information is known at this time.